Manufacturer narrative:
The reported event of ¿failure to interrogate¿ could not be confirmed. The pacemaker was returned for analysis. Electrical test performed, including mechanical stress testing, rf telemetry and battery assessment indicate normal device characteristics and did not find any anomalies.

Event description:
It was reported that prior to the procedure, the patient's pacemaker was failed to interrogate. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.